Manufacturer narrative:
Eight days after peritonitis onset, the peritonitis was resolved and the patient was recovered from the event. Four days later, the treatment for the peritonitis was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection reflin (intraperitoneally, 1 gram, once a day) and injection fortum (intraperitoneally, 1 gram, once a day). At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.